Event description:
Patient contacted dexcom to report intermittent antenna icon and/or out of range icon. The patient did not report any medical intervention or injuries.

Manufacturer narrative:
Data not available for evaluation to confirm intermittent out of range icon. Product return received for transmitter and receiver. There was no defect found in transmitter and receiver.